Event description:
It was reported that the patient had a left tka done (B)(6), 2014. The patient fell at home (B)(6)-2014 and was taken to ER with hot red left knee. The doctor aspirated left knee and drew out cloudy abnormal fluid. The patient was brought to surgery to wash out left knee and place highly concentrated cement beads to decrease the infection. The surgeon brought back patient today to do an I & d, remove cement beads and change the polyethylene liner in the patient's left knee. The poly was removed and doctor irrigated left knee with 9000cc of nacl, with dilute hibaclense. The poly trials were put to access patient's knee stability, 11mmx6 cs poly was deemed stable and final real implant was implanted and closed.

Manufacturer narrative:
(B)(6). An event regarding infection involving a triathlon x3 cs insert was reported. The event was not confirmed. -device history review: the DHR review was satisfactory. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the reported device as well as operative notes, follow-up notes and pathology reports are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
It was reported that the patient had a left tka done (B)(6), 2014. The patient fell at home 9-13-2014 and was taken to ER with hot red left knee. The doctor aspirated left knee and drew out cloudy abnormal fluid. The patient was brought to surgery to wash out left knee and place highly concentrated cement beads to decrease the infection. The surgeon brought back patient today to do an I & d, remove cement beads and change the polyethelyne liner in the patient's left knee. The poly was removed and doctor irrigated left knee with 9000cc of nacl, with dilute hibaclense. The poly trials were put to access patient's knee stability, 11mmx6 cs poly was deemed stable and final real implant was implanted and closed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.